Event description:
It was reported that on (B)(6) 2022, the patient underwent a routine heart transplant surgery.

Manufacturer narrative:
This event took place at (B)(6) hospital. Incidental findings: the driveline had a purple discoloration under the valor section, and a superficial cut to the outer jacket. Manufacturer's investigation conclusion: the account reported that the patient underwent a routine heart transplant on (B)(6) 2022. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The pump, (B)(4), was returned assembled with the driveline severed approximately 1 inch from the nipple housing. Approximately 36 inches of the severed portion of the driveline was returned with the device. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The outflow elbow and sealed outflow graft were returned attached to the outlet port, while the outflow graft bend relief was returned detached from the outflow graft. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii left ventricular assist system instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Although there were no adverse events reported, the IFU lists all adverse events that may be associated with the use of heartmate ii lvas. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.